Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd syringe 3ml ll 200 s/c had a difficult to move plunger. The following information was provided by the initial reporter: "it was reported that : the syringe gets sticky".

Event description:
It was reported that bd syringe 3ml ll 200 s/c had a difficult to move plunger. The following information was provided by the initial reporter: "it was reported that : the syringe gets sticky." Wed 11/10/2021 1:59 pm. External email - use caution opening attachments and links. We would appreciate you providing the following information to us help us better assist you: ¿ can you please provide clarification regarding the statement - we prefer the function of the one that is in the bd plastipak¿ have you experienced any issue with the non-plastipak labeled syringe and/or what incident have you experienced regarding the preference to the function. What has been reported to me is as follows: they do have the same reference #, but they do not perform the same. The bd plastipak 3ml are a much smoother syringe, and we can use 2-3 with each procedure. But the other syringe gets very sticky quickly and when injecting doc has to push much harder and the result is not smooth, and we have to use 6-8 syringes with each procedure. Since we go through a distributer the only options I have when I place an order is using the reference number and with the same reference number I am guessing that ****** or any of my distributors would have to request that at time of their order.

Manufacturer narrative:
The following fields have been updated with additional information: d.10. Device available for eval?: yes. Returned to manufacturer on: 16-nov-2021. H.6. Investigation summary: photo received for investigation. Upon visual inspection two product packaging of the 3 ml syringe are displayed. Unable to verify failure based on photos. Samples for this complaint were sent by the customer; however, we are unable to locate them at this time. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.